Manufacturer narrative:
(B)(4).

Event description:
On 17mar2017 a johnson and johnson district business manager reported that an eye care provider (ecp) advised that three of his/her patients were fit with the acuvue vita brand contact lenses and were diagnosed with corneal ulcers. No additional medical information was provided. Multiple calls were placed to the ecp¿s office and additional information was requested. No return call was received. On 03apr2017 an email was sent to the treating ecp. A return email was received on 03apr2017 with the following additional information. The ecp reported that the patients are compliant and do not sleep in the lenses. The pts were using cleaning products regularly (no mention of which cleaning products were used). The ecp reported that the adverse events were ulcerative for the three pts. No treatment details were provided. No additional medical information was received. No additional information is expected. The date of the event is unknown. This file is to report the corneal ulcer with the first patient. No contact details were provided. The two remaining patient corneal ulcer events will be submitted in separate reports. The lot number of the suspect product and product availability are unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.